Event description:
Procedure set up included the st. Jude ensite mapping system; while setting it up it was discovered that the slave image in the procedure room was frozen. The workstation was functioning normally. The slave image that the physician could see was frozen. By changing screens the image would become live for thirty seconds and then freeze again. The case was continued by having a staff member become the sole observer of the screen and re-set it every time it froze. The case was completed without incident. There was some delay in the procedure time due to this "malfunction." The rep for st. Jude/abbott clinical support was present at the procedure.